Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead may have exhibited t-wave oversensing (twos) during an episode of non-sustained ventricular tachycardia. The rv lead remains in use. No patient complications have been reported as a result of this event.